Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
On (B)(6) 2018, (B)(6) per (B)(6): referring ID number (B)(4) as requested we are creating an svn for the reservoir to document high blood glucose of 600 mg/dl. (B)(6) reported that user was with symptoms of diabetic ketoacidosis and bg above 600 mg/dl, he contacted the physician and she requested him to suspend the pump use. User took a correction dose of insulin using a syringe as per his health care provider instructions, customer said that user disconnected from the pump, removed the reservoir and pushed it with a pencil and insulin did not exited. A prime/fill cannula of 5u was performed and exited insulin. A test with the clamp was performed and pump alarmed no delivery. User does not alternate the sites of application. No further details given. Customer: (B)(6) no RMA requested date of report: (B)(6) 2018 (dd/mm/yyyy) complaint taken by: (B)(4) email of employee taking complaint: (B)(4). Returning por to have reason code changed to ea04.